Event description:
The patient was getting no coupling bars when trying to recharge. The patient continued to attempt recharging on a daily basis and was finally able to recharge; however, she then had difficulty again. The patient was experiencing a lack of effect/pain. The implantable neurostimulator (ins) was surgically revised. The ins was flipped over and this resolved the problem. The patient outcome was reported as "no injury".